Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Event description:
It was reported that the fast-fix 360 t2 would not deploy. No delay in the case and no patient injury reported. A backup was utilized to complete the procedure.